Manufacturer narrative:
Reported issue of clip failure to release from catheter. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the device was performed. Upon investigation the clip assembly was fully deployed and not returned. It was also noticed that the yoke was lodged in to the bushing and the over sheath assembly was not returned. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable. The review and analysis of all available information fails to indicate a root cause or probable root cause for the reported event. A review of the device history record (DHR) for this batch revealed no issues related to this event.

Event description:
It was reported to boston scientific corporation that a hemostatic resolution clip device was used to clip a gastric polyp during an esophagogastroduodenoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the clip fired and seemingly closed, but was not secure on the tissue. Free movement was felt from the handle. The clip was in a closed state. However, the clip did not detach from the catheter. The entire device with clip attached to catheter was removed from the patient. Another of the same device was used to complete the procedure. There was no tissue damage to the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a hemostatic resolution clip device was used to clip a gastric polyp during an esophagogastroduodenoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the clip fired and seemingly closed, but was not secure on the tissue. Free movement was felt from the handle. The clip was in a closed state. However, the clip did not detach from the catheter. The entire device with clip attached to catheter was removed from the patient. Another of the same device was used to complete the procedure. There was no tissue damage to the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.